Event description:
It has been reported to philips that the images did not appear for the patient. The device was in clinical use at the time of event. No adverse events or patient harm was reported in the associated complaint.

Manufacturer narrative:
It has been reported to philips that the images did not appear for the patient. The device was in clinical use at the time of event, and no adverse events or patient harm was reported in the associated complaint. There is no allegation of death or serious injury. Based on the results of the analysis, the investigation did not identify any error related to iscv (intellispace cardiovascular). Based on the available evidence and customer confirmation, iscv functioned as expected and is not considered to be the source of the reported issue. It has been confirmed that the images were successfully acquired from modality and available at the iscv. This record is considered to be non-reportable. Note: evaluation results and conclusion FDA c-code were updated in this emdr.

Event description:
It has been reported to philips that the images did not appear for the patient. The device was in clinical use at the time of event. No adverse events or patient harm was reported in the associated complaint. There is no allegation of death or serious injury. Based on the results of the analysis, the reported problem could not be confirmed due to lack of response from customer after multiple follow ups.

Event description:
It has been reported to philips that the images did not appear for the patient. The device was in clinical use at the time of event. No adverse events or patient harm was reported in the associated complaint. Philips has started an investigation of this complaint.